Event description:
Update (B)(4) 2013 - sales rep reported revision due to elevated metal ion levels. There is no new additional information that would affect the outcome of the investigation

Event description:
Litigation alleges patient had pain, discomfort, malaise, swelling, immobilization and tissue damage after asr hip implant.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised due to bearing wear and osteolysis. Upon revision, a bursal extension, a very large synovial membrane that was thickened posteriorly and debris that looked like an old clot with a grated appearance. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.